Event description:
It was reported that a paramedic and "intern" were unloading a cot from the back of the ambulance. The intern allegedly pulled the cot out of the ambulance prematurely and one of the wheels may have come off the back end of the ambulance. Reportedly, the paramedic tried to push the cot a bit farther back into the ambulance. It was reported that the cot "pinched" his finger (pinky) and cut off the tip, which could not be re-attached. The deputy chief believed that the intern may not have been as well trained in the operation of the cot which may have led to the reported event of the paramedic trying to push the cot back into the ambulance.

Manufacturer narrative:
The paramedic allegedly placed his hands on the side of the cot to try and push it back in. This is improper hand placement. The operations manual specifies where to place hands, when, if followed, would prevent pinch points. The customer has admitted it was likely user error. The service technician has examined the cot and found that the load height was not set correctly, which may make it more difficult for the operator to ensure that the safety bar clears the safety hook during unloading. The operations manual dictates how to set the load height prior to first use.